Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure and outer tube is damaged and therefore the dielectric strength is inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video laproscope had exhibited the fibre bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the outer tube is damaged and the dielectric strength is inadequate. There was no patient involvement.